Event description:
After placing a stent, the revolution catheter was inserted in the patient body for post ivus and automatically pulled back around the stent. The transducer of the catheter was forwarded to the distal again for a second pull back. After the pull back was completed, the revolution catheter was pulled out of the patient body with its transducer still rotating, and it was found that a part of the blue tubing of the catheter, approximately, 30 cm away from the catheter tip was separated from the rest of the catheter body, and remained inside the guide catheter in the rca. A balloon catheter of 3.0 mm was inserted in the rca and expanded in order to fit the separated part between the guide catheter and the expanded balloon, to allow retrieval of the separated part of the catheter from the patient body. The separated part was successfully taken out of the patient body by pulling out the guide catheter, separated part of revolution, and the expanded balloon all together.

Manufacturer narrative:
There is no evidence found to suggest the catheter was not manufactured to specification. A likely cause of this failure (proximal shaft separation) is bending the shaft at an angle greater than 45 degrees. The product instruction for use already includes precautions for the following items: "do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater then 45 degrees is considered excessive. The catheter has no user serviceable parts. Do not attempt to repair or to alter any component of the catheter assembly." "Turn the pim "off" before withdrawing the imaging catheter".